Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician that she got an error message when trying to download data from a vns device. It was noted the same data was able to be successfully downloaded when using a company representative's programming system, it was noted this event had been occurring for the last few months. Troubleshooting was performed with the company representative and it was confirmed the correct sd cards were being used; however, the issue did not resolve. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported the physician's programming system was working as intended with no issues. No known troubleshooting had occurred.